Manufacturer narrative:
Exact date unknown, event occurred on (B)(6) 2021.

Event description:
It was reported that the patients ipg has reached the end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.